Manufacturer narrative:
A systems assessment was performed and no product problem related to the system hardware was identified. Overall, the ic and controls in the data provided are in line with release data and no major shift or suppression was identified during curve analysis. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Although unknown, the false positive trend observed by the customer is likely due to site specific environmental factors related to having other pcr systems in the room with the cobas 6800. After the customer moved the other systems from the room the rate observed declined. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged a false positive trend for target 2 (sarbecovirus), when testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems lot g06500 compared with an alternative method. Although requested, specific samples were not specified by the customer and no patient information was available, only that an overall false positive trend was observed by the customer. The lab adopted a protocol to inactivate the virus using lysis buffer before loading into the cobas 6800/8800 system (external lysis). They site validated the modification based on cap guidelines. The customer used copan universal transport medium system as collection tubes and nasopharyngeal and oropharyngeal swabs. The inactivation protocol does not follow the package insert. Per the package insert, specimens collected in copan universal transport medium (utm-rt), b universal viral transport (uvt), cobas pcr media or 0.9% physiological saline must be transferred into a cobas omni secondary tube prior to processing on the cobas 6800/8800 system. The customer performed a decontamination of the instrument but continued to observe the false positive trend. A system and reagent assessment and investigation were performed but no product problem was identified. Overall, the ic and controls in the data provided are in line with release data and no major shift or suppression was identified during curve analysis. Although unknown, the false positive trend observed by the customer is likely due to site specific environmental factors related to having other pcr systems in the room with the cobas 6800. After the customer moved the other systems from the room the positivity rate observed declined.